Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged discrepant results for one patient while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The alleged samples initially generated a positive result for sars-cov-2 using the abbot ID now test. The same sample was repeated with the cobas liat and the elecsys sats-cov-2 ag which yielded a negative sars-cov-2 result. The following day, a new sample was taken and tested using the elecsys sars-cov-2 ag on e411 and the result was positive. The same sample was retested on the cobas liat which yielded a positive result for sars-cov-2. The results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
No data was provided for review and analysis. The observed discrepancy could be due to the sample being a weak positive near the beginning of infection for the sars-cov-2 targets that is at/near the limit of detection (lod) of the assay and/or differences in sample collections and infection level. Low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection.